Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Revision for bone fracture (greater trochanter).

Manufacturer narrative:
Addition of lot code in section d4. Modification of product code in section d2b. Modification of common device name in section d2a. Investigation conclusion: an event regarding periprosthetic fracture (leading to revision) involving an hype scs 4 standard cementless stem was reported. The reported device is an serf product. Non-compliance no. 76-2012 observed on this batch: significant scratch on one part ¿ part scrapped. 25 units placed on the market by serf in june 2012. No other complaints were recorded on this batch. No technical investigation: no product returns ¿ complaint related to a clinical study. In the absence of further information, the cause cannot be established.

Event description:
No new information. Serf reported receiving results of a clinical study. Revision for bone fracture (greater trochanter).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
Serf reported receiving results of a clinical study. Revision for bone fracture (greater trochanter).